Event description:
The advocate stated, that the customer tested her blood glucose using both of her contour meters. One meter read 456 mg/dl, while the other read 413 mg/dl. The advocate called paramedics because of the high readings. Paramedics tested the customer's glucose a short time later using their meter, and they received a reading of 200 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.